Manufacturer narrative:
The samples were serum that were collected off-site and arrived in pour-off tubes. The samples were re-centrifuged prior to analysis. Qc was within the customer's established ranges with an occasional high outlier. Service was dispatched on (B)(6) 2010. A bci field service engineer (fse) performed a high sensitivity system check and other verification tests. All testing results were within the instrument specifications. The fse performed a routine system check and the results met the specifications. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated total t3 (tt3) results within the normal reference range generated by unicel dxi 800 access immunoassay analyzer for three patients. The erroneous results were reported out of the laboratory. Subsequent testing produced lower results in a different clinical category for all three patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.